Event description:
It was reported that the right ventricular (rv) lead had high impedance measurements. It was also reported that the rv lead was oversensing, had noise, and triggered a patient alert. The rv lead is planned to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as four ventricular non sustained tachycardia episodes <=200 ms occurred between (B)(6) 2012, 21:49:18 and (B)(6) 2012, 00:17:44. Interference/noise was noted as the ventricular short interval count (v-sic) was 2155.4 counts avg/day, in 4.05 days, between (B)(6) 2012, 07:47:37 and (B)(6) 2012, 09:04:36. A lead integrity alert was triggered as one lead integrity alert occurred on (B)(6) 2012, 02:58:53. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012, 02:58:53. High resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011, 02:15:03 and (B)(6) 2012, 02:15:05. The weekly and daily pace lead impedance trend data show various spike increases for max rv pace from 592 to 2688 ohms peak between (B)(6) 2010 and (B)(6) 2012.